Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing impedance of 2875 ohms during the implant procedure. The physician suspected that the lead had fractured, and elected to remove/replace this lead with a similar lead. No additional complications were reported.